Event description:
Patient stated a jackson pratt drain was used on her after a c-section on (B)(6) 2011 at (B)(6) in (B)(6). The drain broke-off inside of her on (B)(6) 2011, when the doctor tried removing it. The patient went to surgery on (B)(6) 2011 to have the remaining part of the drain removed.

Manufacturer narrative:
Unfortunately, the customer sample was not available for evaluation. With the information provided, a complete investigation cannot be performed and the device history record cannot be reviewed. Root cause for the reported concern cannot be identified with the amount of information available. According to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage on removal." We will continue to monitor trends and utilize the information as part of continuous improvement.